Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("endometritis") in an adult female patient who had essure (ess205) (batch no: 620734) inserted for female sterilization. The patient's concurrent conditions included menorrhagia, weight loss, adenomyosis, menometrorrhagia, vaginal bleeding and polymenorrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: essure devices are in both fallopian tubes and in good position. Pathology test: on (B)(6) 2007: the endometrium shows proliferative changes. Endometritis and foci of adenomyosis are noted in the myometrium.. Ultrasound scan: on (B)(6) 2007: transabdominal and endovaginal ultrasound examination of the pelvis demonstrates a normal-appearing uterus and endometrial stripe measuring 1cm. There is some indistinctness of the junctional zone near the uterine fundus which can be seen with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 620734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, weight loss, adenomyosis, menometrorrhagia, vaginal bleeding and polymenorrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, endometritis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, menorrhagia, metrorrhagia, nausea, pelvic pain and weight decreased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure devices are in both fallopian tubes and in good position. Pathology test - on (B)(6) 2007: the endometrium shows proliferative changes. Endometritis and foci of adenomyosis are noted in the myometrium.. Ultrasound scan - on (B)(6) 2007: transabdominal and endovaginal ultrasound examination of the pelvis demonstrates a normal-appearing uterus and endometrial stripe measuring 1cm. There is some indistinctness of the junctional zone near the uterine fundus which can be seen with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: reporter details updated. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2006). Added event abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), nausea, weight loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("endometritis") in a female patient who had essure (ess205) (batch no. 620734) inserted for female sterilization. The patient's concurrent conditions included menorrhagia, weight loss, adenomyosis, menometrorrhagia, vaginal bleeding and polymenorrhea. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure devices are in both fallopian tubes and in good position. Pathology test - on (B)(6) 2007: the endometrium shows proliferative changes. Endometritis and foci of adenomyosis are noted in the myometrium.. Ultrasound scan - on (B)(6) 2007: transabdominal and endovaginal ultrasound examination of the pelvis demonstrates a normal-appearing uterus and endometrial stripe measuring 1cm. There is some indistinctness of the junctional zone near the uterine fundus which can be seen with adenomyosis. Most recent follow-up information incorporated above includes: on 14-dec-2018: medical record received. Event endometritis was added. Lot number, historical & concomitant drug conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.